Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were no visible lines through the display screen. The pump did have a dim and discolored display screen. Unrelated to the display screen, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that there was a line through the display screen. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.